Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was tested and found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.91mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument didn't articulate properly, tips didn't properly move. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue encountered was the movement was not smooth but was different than normal. The failure was not related to an inability to move the instrument at all but the instrument was not easily movable. The instrument moved in the intended direction. To resolve the issue another instrument was used to complete the case as the instrument had difficulty to move.